Manufacturer narrative:
A product correction letter was issued on july 10, 2018 to all customers with alinity ci-series system control modules installed to inform them of the issues identified which may present a potential performance issue in alinity ci-series software version 2.10. Abbott laboratories is releasing alinity ci-series software version 2.50 to correct these issues. An abbott representative will schedule a mandatory upgrade of the alinity ci-series to software version 2.50 per a technical service bulletin (tsb) for all impacted customers. The product correction letter provides the customer with necessary actions required until software version 2.50 can be installed.

Event description:
Field service updated the alinity ci-series system control module, serial number (B)(4), to software version 2.50 per the mandatory technical service bulletin on (B)(6) 2019. There was no impact to patient results or patient management.